Event description:
Procedure type: according to the reporter: when inflated the balloon on ports burst. Sample returned with minimal information on the form. I've emailed the local rep to get clarification and any adverse effect to the pt. Sample received and shipped to (B)(6). Didn't any piece of the broken balloon fall into the pts cavity, if so was it retrieved: no. Was the operating room time extended beyond 30 minutes: no, only by about 10 minutes. What procedure was performed: hernia. Was there any unanticipated tissue loss: no. What was done to correct the problem: another device, another balloon port was opened and used.

Manufacturer narrative:
(B)(4). Date of initial report sent: 05/16/2014.